Event description:
The reporter stated that a patient was being monitored by an alarm with both the sensor pad and the magnet in place. The patient who is not able to stand on his own, got out of bed, walked toward the door and fell. The nurse aides came into his room and found him on the floor. The patient was taken for x-rays where it was discovered that he had a broken hip. The reporter stated the alarm did not sound and there appears to be a wire that looks out of place on the sensor outlet. The patient has been transferred to an acute care hospital for further observation.

Manufacturer narrative:
(B)(4) - the products have been requested to be returned but have not been received. Note: the instructions for use has a warning statement: monitoring with a sensor: magnet and sensor modes cannot be used at the same time. A connected sensor will always override the magnet. If you are using a sensor cord for monitoring with the alarm, always remove the magnet and store it in a safe place while the sensor is being used. If you are monitoring with the sensor feature and the magnet is attached, the alarm will not activate as a failsafe if the sensor cord is removed. Manufacturer references file # (B)(4).